Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation, as noted by the physician, was attributed to patient conditions and due to thin short posterior leaflet and mitral annulus calcification. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2025, patient was presented with grade 4 functional mitral regurgitation, thin short posterior leaflet and mitral annulus calcification(mac) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 2 post procedure. There was no adverse patient effects or clinically significant delay. On approximately (B)(6) 2025, patient came for transthoracic echocardiogram (tte). Hypermobility of mitraclip was observed. On (B)(6) 2025, images indicated single leaflet device attachment(slda) from posterior leaflet. As per the physician, slda was due to patients anatomy of thin short posterior leaflet and mac. The mr was increased to grade 3 post slda. Patient is in stable condition. No additional information was received.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, patient was presented with grade 4 functional mitral regurgitation, thin short posterior leaflet and mitral annulus calcification (mac) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 2 post procedure. There was no adverse patient effects or clinically significant delay. On approximately on (B)(6) 2025, patient came for transthoracic echocardiogram (tte). Hypermobility of mitraclip was observed. On (B)(6) 2025, images indicated single leaflet device attachment (slda) from posterior leaflet. As per the physician, slda was due to patients' anatomy of thin short posterior leaflet and mac. The mr was increased to grade 3 post slda. Patient is in stable condition. No additional information was received.